Manufacturer narrative:
(B)(4). Upon follow up, it was reported that the patient had recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The day following the onset, the patient was hospitalized for the peritonitis event. Beginning on the day of hospitalization, the patient was treated with vancomycin 1 gram/5 liters (route, frequency, and duration not reported) and gentamicin 500 milligrams/5 liters (route, frequency, and duration not reported) for the peritonitis event. Dianeal therapy was ongoing. The patient was recovering from the peritonitis event. Additional information was requested, but is not available at this time.